Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, it was noted that the setscrew of the pulse generator did not rotate properly. The device was not implanted; another device was implanted. It was also noted that the patient did not experience any adverse consequences as a result of the device issue.

Manufacturer narrative:
The reported field event of failure to rotate set screw was confirmed in the laboratory; however, the issue was due to incorrect use of the torque wrench by the use. The device was tested on the bench using automated testing equipment, and no anomalies were found.